Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 27 mg/dl while wearing the pod for longer than 48 hours. The patient reports they had a seizure. The patient had delivered a dinner bolus of 2 units of insulin. The patient reports not long after their last bolus they had received a message to select boot mode and their controller had froze which had been previously reported. Upon arrival of the paramedics the patient was treated with dextrose. Upon arrival at the hospital the patients blood glucose level was 33 mg/dl. The patient was admitted to the intensive care unit. The patient was discharged from the hospital after 3 days.